Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Device had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer was unable to clear the alarm. Customer's blood glucose was 486 mg/dl. Customer had low blood glucose prior to the incident, so customer was off the device. Took 45 minutes for customer to correct her blood glucose and the blood glucose skyrocketed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.